Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6one nt 2000 neurotherm rf generator was received for investigation. No visual anomalies were detected in the visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined and testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the cause for the reported event was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Event description:
During the procedure, there was an error message on the generator and the generator lost power which resulted in the procedure having to be cancelled. The patient was given an alternate treatment and was rescheduled. There were no adverse patient consequences.